Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported by the patient that there was a crack in the infusion set and it was leaking. The set was in use for four days. No further information available.